Manufacturer narrative:
The tech found that the three brake casters were worn. He replaced the brake casters to repair the bed.

Event description:
Info received indicates the brake will not lock or hold.